Event description:
It was reported that the patient was explanted of her ci today due to pain around the implant site and being a non-user for the last 3 years. There was no allegation against the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.